Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Device technical analysis: upon receipt at our post market quality assurance laboratory, it was observed that the main coil was bent and stretched at the primary coil section, also the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of main coil unable to advance in catheter, coil in catheter fitting issue, bent/kinked, stretched and coil main detached/separated were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
Reportable based on device analysis completed on 26feb2026. It was reported that the coil had resistance and could not be delivered. The target lesion was located in the stomach fundus. An 8mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that upon delivering the coil, it had resistance and could not be delivered. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed that the arm coil was detached.